Manufacturer narrative:
G4 - premarket / 510(k) #: k141521, k141597. D2b - pro code (product code): lit.

Event description:
It was reported that the balloon ruptured. The 99% stenosed target lesion was located in the moderately tortuous and severely calcified vessel. A 6.0 x 100, 75cm mustang balloon catheter was selected for use. During the procedure, the balloon ruptured after the first inflation at 10 atmospheres for 2 seconds. The device was removed without any problem, and the procedure was completed with a different device. No patient complications were reported, and the patient was in good condition after the procedure.